Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the when the unit is turned on the screen is faded and they can not see any options. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿when the unit is turned on the screen is faded and they can not see any options.¿ the unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.